Event description:
Pt used liquid enzymatic cleaner directly on a contact lens and placed the lens in the eye. The pt experienced pain and irritation and visited the eye care practitioner. Diagnosis was a corneal ulcer o.s. The patient was treated and recovered. There is a remaining peripheral corneal scar. A culture was not performed. However, the eye care practitioner noted that the ulcer was probably infectious. It was confirmed that the ulcer was not located in the central 4mm of the cornea, and there was no permanent decrease in visual acuity.